Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4) product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the pain stimulator would not turn on and was not working. The caller reported a blank recharger screen and it would not charge up. The desktop charger green light was on and the arrows aligned. The pin appeared to be okay. It was further reported that the patient received the replacement recharger and it worked fine for 3 days, but they were only getting a blank screen on the recharger now and it wasn't charging. The connector pin was loose. It was also reported that there was a persistent thermometer icon. The patient was not under blankets/pillows or near an ambient heat source. The patient stated they experienced a shocking sensation at the ins site, but later clarified that they meant the site became very hot. This occurred after they saw the temperature screen. No further complications were reported or anticipated.